Manufacturer narrative:
Follow-up # 1 date of submission 10/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2015 with the following findings: a review of the pump black box data did not reveal any data from the time of occlusion due to continued use. There were multiple occlusion alarms observed in the alarm history. Force sensor calibration was within specification. The rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with no occlusions occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an occlusion issue that had caused cancelled bolus deliveries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.